Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, there was difficulty passing the 29 mm sapien 3 ultra resilia through the 16f esheath+, which led to the valve stent strut bending over on itself. The resistance was noted at the partially expandable portion of the esheath+. The cause of the resistance was due to the angulation of the esheath+. The valve was pulled back into the esheath+ and the system was removed as a whole. There was no difficulty retrieving the device into the esheath+. Upon removal of the esheath+, the tip of the first esheath+ was noted to be split and there was a split seam at the tip due to the damaged valve. After removal, the patient had external iliac dissection which required stenting. After the iliac was stented, the tavr procedure was performed with a second esheath+ and a new valve was deployed. No additional patient complications were reported. There was no tortuosity, with minimal calcium, the minimum luminal diameter measured was 6mm-7mm. The vessels were not pre-dilated prior to inserting the esheath+.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to b.5, and h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. An additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for resistance between system components and sheath liner torn were unable to be confirmed due to no imagery/device provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary document were reviewed and the following were identified as applicable to this event: calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additional information provided indicates that the patient's vessels had ''minimal'' calcification. Also, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. It was reported that the ''cause of the resistance was due to the angulation of the esheath+.'' The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient (calcification) and/or procedural factors (steep insertion angle, excessive manipulation, valve caught on liner) may have contributed to the resistance between system components and sheath liner torn complaint events. The complaint for sheath distal tip split was unable to be confirmed due to no imagery/device provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''upon removal of the esheath+, it was observed that the tip of the esheath+ was split.'' In this case, resistance was experienced during valve advancement through the sheath. Interaction with sharp calcified nodules can directly damage the sheath distal tip and lead to the reported tip split, especially if compounded with excessive manipulation to overcome the experienced resistance during delivery system advancement. Additionally, it was reported that ''the valve was pulled back into the esheath+ and the system was removed as a whole.'' It is possible that the sheath was not coaxially aligned with the delivery system and valve during withdrawal, which may cause the valve to catch on to the sheath distal tip and lead to the reported distal tip split. Available information suggests that patient (calcification) and/or procedural (excessive manipulation, withdrawal of crimped valve) factors may have contributed to the sheath distal tip split complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Please reference manufacturer report number: 2015691 2024 00781.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report number: 2015691 2024 00781 h3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, there was difficulty passing the 29 mm sapien 3 ultra resilia through the 16f esheath+, which led to the valve stent strut bending over on itself. The resistance was noted at the partially expandable portion of the esheath+. The cause of the resistance was due to the angulation of the esheath+. The valve was pulled back into the esheath and the system was removed as a whole. There was no difficulty retrieving the device into the esheath. Upon removal of the esheath+, it was observed that the tip of the esheath+ was split. Upon removal of the system, the patient had external iliac dissection which required stenting. After the iliac was stented, the tavr procedure was performed and a new valve was deployed. The esheath was noted to be damaged at the tip upon removal. No additional patient complications were reported. There was no tortuosity, with minimal calcium, the minimum luminal diameter measured was 6mm-7mm. The vessels were not pre-dilated prior to inserting the esheath+.